Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. However, based on the information provided, the unsatisfactory experience could be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Additionally, according to the work instructions, the locking geometry of tibia inserts shall be measured with a coordinate measurement machine. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, a jrny ii bcs xlpe art isrt sz 3-4-rt 12mm did not got fully seated to the baseplate. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.